Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code: hwc. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). The skin broke down in the area of the plate requiring revision surgery. The plate was removed intact and new hardware was implanted. This event as being reported as a use error. There is no allegation of a complaint against this device; however, because this device is dwelling in the area of the reported event it cannot be disassociated from the reported adverse event. Should further information become available this determination will be reviewed accordingly. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained a right trimalleolar ankle fracture in (B)(6) 2017. The fibula and medial malleolus were repaired on (B)(6) 2017. On the fibula, the surgeon used a synthes 4-hole locking compression (lcp) distal fibula plate, four 2.7mm locking screws, three 3.5mm locking screws and one 3.5mm cortex screw. The medial malleolus was repaired using three 4.0mm cannulated screws and three washers. Subsequently, the skin covering the distal top of the lateral plate broke down and a portion of plate was exposed. The surgeon mentioned that the patient had poor skin with not enough soft tissue to cover up the implant and this could have caused the skin to break. The sales consultant confirmed that none of the implants had migrated or backed out according to the surgeon. On (B)(6) 2017 the surgeon removed the fibula plate and seven screws that were in the plate, four 2.7mm screws and four 3.5mm screws. Medial hardware was left alone. The surgeon put in a lcp 1/3 tubular in a posterolateral position and closed the skin over the plate and bone. Cultures were taken. The infection status is unknown at this point. The surgeon plans to bring the patient back in a few weeks when it's fully healed to remove hardware. At the time of the revision surgery, the surgeon mentioned that the fracture was healing. This complaint involves one (1) device. Concomitant devices reported: 2.7 mm locking screws (part# unknown, lot# unknown, quantity# 4), 3.5 mm locking screws (part# unknown, lot# unknown, quantity# 3) 3.5 mm cortex screw (part# unknown, lot# unknown, quantity# 1). This report is 1 of 1 for (B)(4).